Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the functional test, including the displacement, rewind, basic occlusion, occlusion, prime, self test and excessive no delivery alarm test. The device communicated properly with the glucose sensor simulator and the minilink transmitter. No lost sensor alarm or missing end cap sticker noted. The unit had a scratched display window and a cracked reservoir tube.

Event description:
The customer reported being hospitalized and the insulin pump may be responsible. The caller stated that her glucose level went low while she was asleep. Troubleshooting was performed. The customer stated that she went to sleep for ninety minutes after having high blood glucose of 301mg/dl and treated his glucose level with the insulin pump. She thought it was too much insulin and did drink a soda. The customer mentioned having symptoms of a stroke at time of before her glucose dropped, and she was rushed to the hospital. The customer mentioned getting battery out of limit alarm and lost sensor alarm. The drive support cap appears to be normal. Reviewed the programming, and the reservoir was showing less insulin that what is shown on the status screen. Performed the displacement and passed. No further information was provided.